Manufacturer narrative:
Sample has not been received; however, is available and will be sent to the manufacturing site for further evaluation.

Event description:
Facility is reporting an incident where item #m0027738 had a couple of strands that had two pledgets on them, no harm was done to the patient as the scrub nurse picked up on it prior to handing to surgeon. Facility surgical registered nurse stated, this incident may very well have caused issues in either the outflow from the valve or could possibly cause interference with valve leaflets. Contact advised it is very likely that the surgeon would catch this issue in situ because they like to visualize the pledget get seated on the annulus. At that moment it would have been completely obvious that there were two pledgets on the string. Nurse was able to confer with the same surgeon that was involved with the issue. He concurs with the opinion regarding possible outflow and leaflet issues and added that it's possible the left coronary artery could become blocked or otherwise interfaced with as well. There was no delay in procedure as this was caught very early on and the scrub had another pack of sutures at his disposal on the field.